Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was noted that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2017 with the following findings: during investigation, the pump was powered up to a clear and legible display. The blank display complaint was unable to be duplicated. Unrelated to the original complaint, moisture was found under the display lens. The battery compartment was cracked below the grip pad to the case seal. A leak was found in the battery compartment. The pump was opened to find moisture on the display and continuous glucose monitoring board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.